Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the oximeter blinks continuously. The screen comes on and off. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the internal battery was depleted and unable to take and hold charge, therefore a lab stock battery was used in remainder of testing. The rds-3 functions normally, the display is bright, clear and does not flash or exhibit any other unusual activity. Internal examination also reveals a broken interface pin on rear of device and solder balls were observed falling from unit. The system board was found to be damaged.